Event description:
During a dialysis treatment, there was no weight removal, no problems were found. However, the uf (ultrafiltration ) pump thermal fuse was replaced as a precaution. There was no pt injury or medical intervention. Originally reported to MFR on 8/6/96. Determined MDR reportable on 9/16/96.